Manufacturer narrative:
Reliability analysis valuated 1 opened/used reservoir. They inspected the reservoir, snap-cap, and septum for anomalies. No anomalies were found. They ran the occlusion test per dop 114-840 as follows: reservoir filled with diluent and connected to a new infusion set. They installed the reservoir and connector into a 7xx insulin pump. They performed pump manual prime. The visual fluid flowed through the infusion set and out the catheter tip. Conclusion: reservoir was not occluded.

Event description:
The customer reported via phone call that he was getting a no delivery alarm on the insulin pump. Customer's blood glucose was 499 mg/dl. Customer treated with a manual injection of 21 units. Customer stated that he had a back-up plan. Troubleshooting was performed and the customer stated that the pump did not alarm no delivery. Customer stated that the insulin did not exit during prime. Customer was explained that the alarm may have been caused by a set or reservoir occlusion.